Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that her blood glucose was 219 mg/dl at 2 pm and at the afternoon the blood glucose was 583 mg/dl. Customer stated that she did a manual injection because her insulin pump was dropped, cracked and not working correctly. Nothing further was reported.